Event description:
It was reported that the drip chamber of a buretrol administration set disconnected from the burette. This occurred while the device was being primed with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. The reported condition was confirmed; visual inspection revealed that the buretrol measuring chamber was separated from burette needle. The cause of the reported condition was due a bonding application failure; uneven solvent application. Training will be conducted for the operators in order to comply with the assembly process requirements. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.